Event description:
Caller states that the patient tested 4.5 inr on strip lot 346a and 7.8 inr on strip lot 385a. A lab result returned as 3.41 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.